Manufacturer narrative:
The employee subject of the reported event did not use the locks located on the wheels of the transfer cart causing the transfer cart to fall and make contact with the employee's forearm. The transfer cart did not fall to the floor. The operator manual states (pp 4-23), "apply brakes (located on rear wheels of transfer cart) and ensure both transfer cart wheels are locked". The employee sought medical treatment at the facility's emergency department and returned to work. A steris technician arrived onsite to inspect the reliance synergy transfer cart and found that transfer cart was not being properly maintained. Maintenance on the transfer cart is performed by user facility personnel. The unit is not under steris warranty and is not under a steris contract agreement for maintenance. The technician noted that all four cart wheels were unlevel and improperly adjusted. The reliance synergy washer and transfer cart operator manual states (pp.1-1), "regularly scheduled preventive maintenance, in addition to faithful performance of minor maintenance described in this manual, is required for safe and reliable operation of this equipment". The operator manual states (pp. 1-1), "repairs and adjustments to this equipment must be made only by fully qualified service personnel. Non-routine maintenance performed by inexperience, unqualified personnel or installation of unauthorized parts could cause personal injury". The technician adjusted the transfer cart, tested the unit, and returned it to service. On 5/30/2017, a steris account manager performed in-service training on the proper use of the transfer carriage and proper maintenance techniques. No additional issues have been reported.

Event description:
The user facility reported an employee was injured while operating a reliance synergy transfer cart. No procedure delays or cancellations occurred as a result of the reported event.